Event description:
Boston scientific received information that the there was trouble placing this right ventricular (rv) lead in the header of the competitor device. It was reported that this lead exhibited high oor shock lead impedance >125 ohms during implant and that physician thought and was convinced that there was damage on the terminal pin. Additional information made available from the field representative noted that the cause of the oor measurement was not determined. However, this lead was returned and analysis received confirmed that set screw mark on the terminal pin indicated improper insertion of the lead into the device which caused the set screw to tighten down. This rv lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the set screw mark on the terminal pin indicated improper insertion depth of the lead into the device header at the time the set screw was tightened down.